Event description:
The 30mm x 09mm tlif implants (p/n 300-3009) are included in the xiphos ibfd system. It was reported that during surgery one (1) 09 mm tlif implant from lot# 16019-2-1 fractured. Prior to implantation, the surgeon removed the silicone material enveloping the handle of the tlif inserter (p/n 900-2000) to achieve metal impaction. The surgeon then proceeded to secure the implant into the disc space by impacting the inserter handle. Following impaction, the surgeon could see the 09 mm tlif implant had fractured. The surgeon then removed the fractured implant from the disc space. Once the device was successfully explanted, an 08 mm implant of a different manufacturer's lot was successfully implanted in the disc space. The delay in surgery was no more than five (5) mins. In accordance with hospital policy, the fractured implant was not returned to the manufacturer. The tlif inserter, however, will be returned to the manufacturer.